Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the set detached from the patient's skin and fell away from their body. The home care patient reported that their blood glucose levels rose to 580 mg/dl and they tested positive for ketones due to the interruption in insulin therapy. The home care patient reported that they administered a manual insulin injection to resolve their high blood glucose and ketone levels. No further adverse effects to patient reported.